Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7172520 model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced a fall, after which one spinal cord stimulator (scs) lead appeared to have migrated approximately half a vertebral body. Lead movement was confirmed by x-ray imaging. Program optimization was attempted and was successful.